Event description:
It was reported that the left ventricular lead exhibited high capture threshold. No intervention was performed and the patient was asymptomatic. On (B)(6) 2017, the patient presented in clinic for follow up. Upon interrogation, the lead exhibited loss of capture. The lead was reprogrammed successfully. The patient was in stable condition throughout the event.